Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a cartridge alarm 05 occurred, the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. The customer's blood glucose was 350 mg/dl. Customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.